Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using humalog u-200 insulin with the pump. Tandem customer technical support informed customer that humalog u-200 insulin is off-label per the user guide. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.